Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and passed. Performed a charging test, receiver charged 100%. A global receiver functional test was performed and passed. Receiver data log was downloaded and reviewed, finding a firmware failure error. The complaint was confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the patient's receiver would not turn on. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.